Manufacturer narrative:
Field complaint of no telemetry could not be confirmed. After replacing device power source, device was successfully interrogated. Telemetry testing revealed no anomalies. Further testing revealed device was able to maintain telemetry up to end of life battery voltages. Field complain of premature depletion could not be confirmed. Device was received at end of life battery voltage. Analysis of the device image found device battery current was consistent with programmed settings. Longevity assessment was performed, and the implant duration exceeds the total projected longevity based on field settings indicating normal battery depletion. Battery current measurements after replacing the device power source revealed no indications of high current.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
During follow-up, with a patient that was know to have high threshold due to patient conditions, the device was not able to be interrogated. The device was explanted and replaced to resolve the issue. The physician suspects possible premature battery depletion. The patient as in stable condition following the procedure.